Event description:
It was reported that the left and right ventricular leads were oversensing and that there were non-sustained tachycardia episodes noted. It was also reported that they were able to reproduce the noise by reaching the left arm across the right leg. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 7 - ventricular nst<=200 ms between (B)(6) 2011 12:38:08 and (B)(6) 2011 17:33:49.